Manufacturer narrative:
The astral device was returned to resmed for an investigation. Evaluation of the device confirmed the occurrence of an error message (sf179) related to a super capacitor issue. Performance testing reproduced the sf179 alarm. The device main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an electrolyte leak from the super capacitor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to a super capacitor issue. There was no patient harm or serious injury reported as a result of this incident.